Event description:
An Impella CP was inserted via the right femoral artery in a 64-year-old male patient for acute decompensated chronic cardiomyopathy. Comorbidities were not reported. The patient's clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Stage B.Following initiation of Impella CP support, the device demonstrated low flow rates averaging approximately 0.2 L/min. The pump was repositioned during troubleshooting; however, no improvement in flow was observed. Due to the persistent low-flow condition despite troubleshooting efforts, the device was explanted and replaced with a replacement Impella CP. The patient survived to explant of the first Impella CP device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.